Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously became aware of an allegation of rep dreamstation auto CPAP, dom - recrt device that the patient alleges visualization of particles . There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In box b: describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box d: product brand name, model number (rfb), model number, catalog item identifier (rfb), catalog item identifier, product UDI (rfb), product UDI are updated in this follow-up. In box h: (device) problem code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.